Event description:
It was reported that while in the intensive care unit, the pump was on patient and the equipment suddenly stopped "operation." Per the cardiac department, procedures were followed. Add'l info received on 10/23/2009, stated the engineer in the hosp turned the pump "off and on" several times, but it still did not work. The engineer from (B)(4) went to the hosp to check the equipment, followed correct instructions, connected the equipment with the main power supply. The power indicator led light was dark and the fan did not twirl. The engineer then checked the fuses of the power supply, they were in "good condition." The main power supply voltage was 200v. The engineer turned on the "power-on" button and the equipment continued to alarm and "no operation was activated." The engineer checked the voltage of the power supply, it was 11.7v. The engineer then used a new power supply with the unresponsive equipment and it "went well." Thus, the problem is due to the disorder of the power supply. This equipment is still within warranty.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.